Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ultimate cause was possibly the fall. The patient said the shocking sensation stopped shortly after they reported the event and had not happened since. Impedances were checked and they were normal. Stimulation had normal pattern as before the fall. No interventions were needed as the issue resolved itself. The provided information was confirmed with the hcp. No further symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient called the hcp office and reported that she fell. The rep reported that after the fall the patient felt a shocking sensation instead of stimulation. The rep reported that the patient was advised to turn stimulation off. The rep reported that the patient had an appointment to see hcp and rep. No further complications anticipated.